Event description:
It was reported that the patient had the inflatable penile prosthesis replaced due to fluid loss from the reservoir and the cylinders would not inflate. The reservoir had a visible hole resulting in fluid loss. Following the surgery, the patient was stable and well. The event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested. There was a small leak in the reservoir krt that was consistent with sharp instrument damage, which most likely occurred during explant; hole was present, due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed deflation test (3). The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in proximal cylinder body attributed to sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not functionally test due to leak was identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. Product analysis concluded that identified pump failed deflation test could affect the functionality of the pump; therefore, product analysis confirmed device malfunction with the returned pump. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced due to fluid loss from the reservoir and the cylinders would not inflate. The reservoir had a visible hole resulting in fluid loss. Following the surgery, the patient was stable and well. The event resolved.